Manufacturer narrative:
(B)(4). Device malfunction occurred intraoperative. Device was not implanted/explanted. Device history records review was completed for part# 04.038.280s, lot# h254882. Manufacturing location: (B)(6), release to warehouse date: jan 12, 2017, expiration date: dec 31, 2026. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna helical blade 80mm sterile product was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a procedure to repair a femur fracture utilizing the trochanteric fixation nail advance system on (B)(6) 2017. During the procedure, while attempting to insert the helical blade and reduce the fracture, the surgeon and the staff had difficulty attaching the helical blade to the helical blade inserter. Later, after inserting the helical blade through the nail, and while the surgeon was attempting to lock the device through the internal proximal locking option, the mechanism stopped after several rotations and the surgeon was unable to compress the fracture using the blade guide sleeve and compression nut. Under x-ray, the surgeon was able to verify that the helical blade was slightly rotated and not properly locked. When the surgeon attempted to reattach the hybrid helical blade inserter to the blade, they were unsuccessful and were forced to attach the helical blade inserter using a free hand technique. The proximal locking mechanism was disengaged and the helical blade was removed and discarded. A second tfna set was used to implant a new helical blade and the procedure was completed successfully. A 30-minute delay in surgery was reported. Reportedly, surgeon stated that the helical blade got "over-inserted", and that is why he thinks it may not have locked down properly. Concomitant devices reported: driving cap, threaded (part #: 03.010.523, lot #: 9065857, qty.1). Buttress/compression nut (part #: 03.037.016, lot #: 9561961, qty. 1). 130 degree aiming arm (part #: 03.037.013, lot #: 9621306, qty. 1). 3.2mm trocar (part #: 03.037.019, lot #: 9514507, qty. 1). 3.2mm wire guide sleeve (part #: 03.037.018, lot #: 9584964, qty. 1). Blade screw guide sleeve (part #: 03.037.017, lot #: 9590744, qty. 1). Hybrid insertion handle (part #: 03.037.011, lot #: 9941890, qty. 1). Helical blade and screw coupling screw (part #: 03.037.026, lot #: 9519386, qty. 1). Cannulated connecting screw (part #: 03.037.010, lot #: 9484328, qty. 1). Tfna nail (part #: 04.037.160s, lot #: h130170, qty. 1). This report is for one (1) tfna helical blade 80mm sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was discarded and not returned. The date was reported in error. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.